Event description:
Treatment of an opthalmic carotid aneurysm. It was reported that the pipeline could not released from the capture coil during deployment and was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).